Manufacturer narrative:
Eval summary: the cause of the unsuccessful implantation of the articular surface appears to be misalignment of the device during initial implantation; however, the exact cause for the reported event cannot be determined. As returned, the device exhibit deformation damage, both to the anterior and posterior aspects of the device. The retaining tabs on the posterior side of the device appear deformed from contact with the retaining tabs of the tibial tray. The deformation damage of the medial tab is heavier than on the lateral tab. The device measured within specifications as measured. The device history records were reviewed and found to be conforming; indicating the device was manufactured, inspected and packaged to specifications.

Event description:
It is reported that the surgeon was unable to properly insert the articular surface. The surgery was finished with another surface of the same size, however, it was congruent style instead of ultra-congruent.